Event description:
It was reported that during a bph prostate procedure the first fiber exhibited reduced vaporization at 130,650 joules and 13:08 minutes. The fiber was exchanged. The second fiber rotated within the metal cap at 89,499 joules and 10:45 minutes. The procedure was completed with the alternative procedure (turp). Patient outcome: no patient injury was reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from; the metal cap; the metal appears melted at the output window area; this is indicative of melting of glue at the metal to glass cap adhesion location; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.